Manufacturer narrative:
A ge rep evaluated the system and replaced the 12 volt power supply. The system operates as intended.

Event description:
The customer reported an intermittent loss of live image. There is no report of pt injury or death.